Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that, according to the IFU, the safety and effectiveness of orsiro have not yet been established in patients with cto.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a cto. Predilatation was conducted and a guideliner was used to get the stent to cross. However, the stent got damaged at the tip so another one was used.